Event description:
A draeger ventilator failed to revert to prior settings after the patient returned from the or. The tidal volume went from 4.9 to 12cc. Possible ram failure.

Event description:
A draeger ventilator failed to revert to prior settings after the patient returned from the or. The tidal volume went from 4.9 to 12cc. Possible ram failure.